Event description:
It was reported that patient experienced dizziness and pre-syncope due to a right ventricular (rv) lead pace/sense fracture which may have been caused by heavy bench pressing despite the physician's caution. Noise was noted, which inhibited pacing, and a lead integrity alert was triggered. The lead was reprogrammed and the noise resolved. The physician elected to switch the rv and left ventricular leads in the device ports and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. The superior vena cava (svc) defibrillation coil was distorted due to kinking/buckling and pulling/stretching/overstress. The svc conductor was also fractured due to a cut. Visual analysis noted apparent explant damage.